Event description:
It was reported that the patient had hip surgery and subsequently experienced a decrease in therapeutic effect. The patient received good symptom relief during the day but had more "accidents" at night. The patient stated that she cannot get up in time to make it to the bathroom, since the surgery. It was noted that the patient's status was "fair." The patient increased her stimulation parameters from 1.45v to 1.60v additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was hardly making it to the bathroom, especially at night. The reporter stated that the device was turned off about a week ago for medical procedures unrelated to the device. It was noted that the patient turned the device on a day or so later and it was "kind of working." The device was switched to a different program and stimulation was increased to determine effects. It was reported that the patient had been up every 1.5 hours at night to go to the bathroom since her hip replacement surgery in (B)(6) 2011. The reporter also stated that the patient had had some problems before the surgery in december. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information indicated that the patient was still having concerns regarding her device or therapy but was working with the company representative. There were no listed appointments.

Manufacturer narrative:
Lead: model 3889-28, lot# v557258, implanted: (B)(6) 2010, explanted: na. Programmer: model 3037, serial# (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information provided by the healthcare provider reports the device stopped working. Device stopped working a couple weeks ago. The patient was unable to feel stimulation. The patient schedule an appointment with the healthcare provider but hasn't had appointment yet.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient called to report her ins (stimulator) had not been helping for quite a while. No matter where she had this programmed, she was up every hour at night. She was asked if she had tried making programming changes and the patient said she had tried doing that and hopes she was doing it alright. The patient was asked since 2010 (implant) had it been helpful for symptoms and patient reported only partially, at night it seems like she had always gotten up a lot. Daytime, sometimes her symptoms were ok but night time definitely not doing what it should be. Patient services asked if it was ever helpful for her symptoms and the patient said not for quite a while. Patient said (B)(6), she was up every hour. Patient said, must had been a year ago, she had gone to clinic and had them check it and they said it was working ok. Patient services worked with the patient to see what her other settings were and to see if stimulation was on and functioning. Patient was on program 2 at 2.10. Patient did not remember if she had tried other programs. She had program 3 at 2.40, program 4 at 2.10, and program 1 at 1.80. Patient previously reported she had tried programs 1 and 4. She wanted to try program 3. She felt stimulation in her crotch and stimulation was comfortable.